Manufacturer narrative:
The device was not returned to the MFR for eval. A f/u report will be submitted if the product is returned, and if the investigation results require.

Event description:
It was reported that during a neurological procedure, a bur broke while in use with the drill attachment and fell into the surgical site. The burr fragment was immediately retrieved by the surgeon and the surgical site was irrigated. No add'l medical intervention or treatment for the pt was reported. Backup equipment was used to complete the procedure, and the incident resulted in a 5 mins delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.